Event description:
The following was reported to hamilton medical ag: cracked infant flow sensors. There was no patient involvement as it was detected during pre-op check.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).